Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module. The initial crep2 result was 1.5 mg/dl. The sample was repeated on a second analyzer and the result was 0.67 mg/dl. The sample was repeated again on a third analyzer and the result was 0.65 mg/dl.

Manufacturer narrative:
The reagent lot number is 75173401 and the expiration date is 30-jun-2024. The investigation is ongoing.

Manufacturer narrative:
The qc recovery data provided was acceptable. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) replaced a rinse assay tube, cleaned the washing station and probes, and performed a hardware check and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.